Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorail balloon ruptured at 6 atms. (The number of inflations and atms is unknown.) The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. No patient injuries or complications were reported. Patient status is listed as "good."